Event description:
The reporter complained about her dexcom g7. She said her sensors are not giving her signals when her blood glucose is up or down. She restarts her phone, and she gets the signal, and she loses it immediately. She said she has these issue with at least her two sensors. She said the sensors do not alert her even when she is having a glucose crash. She said she contacted dexcom about these issues and was told, they will not replace the sensors based on the type of problem she had. Ref report: mw5166840.